Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by completely changing out the cartridge and infusion set, successfully loading a new cartridge, and resuming insulin therapy.